Event description:
It was initially reported that the pt was having an increase in seizures, but seizure frequency was not known in relation to pre-vns levels. The pt's device was not at an eos condition as the elective replacement indicator was set to "no". Last known diagnostics were performed on (B) (6) 2007, which were within normal limits. The pt's device has since been replaced prophylactically and returned to the MFR for analysis, which has yet to be completed. Good faith attempts to obtain additional info have been unsuccessful to date.